Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed during the load fill tubing sequence. Tandem technical support had customer ensure that the t:lock connection was secure and to reload the cartridge to address the issue. Upon reload, customer received a cartridge change error message. The customer successfully reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose level was 236 mg/dl.